Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rmt261416: (B)(4). UDI for gore® excluder® contralateral leg component pxc141400: (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2014, the patient was converted to open repair and reportedly suffered severe complications which had remained unsolved until (B)(6) 2014. On (B)(6) 2014, the patient expired.